Manufacturer narrative:
The device was returned to olympus for inspection, and one of the reported failures was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the endoscope connector caused the scope communication error e315 and the reportable issue found during the device evaluation. Regarding the scope communication error e226, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication errors e315, e226. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.